Event description:
It was reported the subject device presented a dark screen, no picture. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black screen, no image issue was due to a faulty charged coupler device unit (ccd), and the failed leak test was due to a puncture on the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a dark screen, no picture. The issue occurred during a diagnostic procedure. There were no reports of patient harm.